Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2015 with the following findings: there were multiple consecutive call service 078 alarms observed in the pump's black box on (B)(6) 2014. The pump¿s case was cracked between the display lens and the case seal. The pump alarmed with a call service 078 alarm upon the first rewind attempt. The pump's cover was removed and moisture corrosion was found on the force sensor plate and to the motor connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.